Manufacturer narrative:
H.3., h.6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional on behalf of a consumer. According to the report, the consumer experienced an adverse event following the use of the lens care solution. Subsequently, the consumer visited a physician and underwent an ophthalmic examination. The consumer was diagnosed with toxic keratopathy, described as damage or inflammation of the cornea caused by a substance. At the time of examination, the consumer¿s visual acuity was reported as 0.4 cps in the right eye (od) and 0.8 cps in the left eye (os). The consumer was prescribed with tropicamide one percent of ophthalmic solution administered as one drop into the conjunctival sac four times daily for four days, noted effects includes stinging, blurred vision, and pupil dilation without pain, l-optic ophthalmic drops, administered as one drop into the conjunctival sac five times daily for seven days, tirim ophthalmic drops, administered as one drop into the conjunctival sac five times daily until the bottle is finished and corneregel ophthalmic gel, applied into the conjunctival sac five times daily for seven days. The current status of the consumer¿s eye is symptoms unknown at the time of this report. Additional information has been requested but not yet received.